Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value above 420 mg/dl at the time of the event and was treated with a manual injection and insulin pump. Troubleshooting was performed. The customer's daughter got diabetic ketoacidosis and had been hospitalized. The symptoms the customer was currently reporting related to high blood glucose were nausea, vomiting, difficulty breathing, and headache. The customer was using the insulin pump system within 48 hours. The auto mode/smart guard feature was active at the time of the high blood glucose event. The reason for hospitalization was diabetic ketoacidosis and hospitalization was treated with IV insulin drip (intravenous insulin infusion) and hospitalization. The reason for hospitalization was diabetic ketoacidosis and hospitalization was treated with IV insulin drip (intravenous insulin infusion) and hospitalization. The customer reported about sensor glucose vs blood glucose and insulin delivery was not suspended due to sensor glucose vs blood glucose difference. Blood glucose value was 420 mg/dl while sensor glucose value was 150 mg/dl. The sensor was worn for fewer than 4 days. No product return is expected for mmt-7020la. No further patient complications were reported. The customer will discontinue the use of the insulin pump and the device will not be returned for analysis.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.